Event description:
It was reported that pump alarmed "no disposable pump won 't run". No air noted, patient was not affected. Pump settings: res. Vol:80.6 ml, rate: 2.2, given: 18.1 ml. No further information available.